Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation and sweats. The skin irritation was located where the front therapy electrode and right front electrode sit. The patient was prescribed a powder, phytoplex, by her doctor. The patient received an ICD and ended use of the lifevest. Follow up on the patient's skin irritation was attempted but unsuccessful.